Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault with a significant reduction in iridocorneal angles. In a separate procedure on the same day as implantation the lens was exchanged for a lens of shorter length and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was reported as unknown.

Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of ica. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).